Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. There was no patient involvement. Upon triage on (B)(6) 2017 service found the pump was no no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service found the pump had no audio¿ the unit was triaged and the reported condition was confirmed. The root cause was isolated to a broken off and totally detached c168 on the pcba. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.